Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the peeled adhesive around objective lens and corrosion on the adhesive around light guide (lg) lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, a peeled adhesive around objective lens and corrosion on the adhesive around light guide (lg) lens was found. There was no patient involvement.